Manufacturer narrative:
Correction: evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the device was returned with the knife blade exposed. The reported condition was confirmed. The investigation found the knife blade was at the end of the knife track and could not be retracted. The device was disassembled and investigation found white chalky soapy residue inside the device handle body. The soapy residue indicate the device was likely subjected to multiple uses or reprocessing. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the cutting scissors did not work. The knife could be moved forward/advance but could not be moved back. There was no problem on firing. The issue was noted at the first usage. There was no patient injury.